Manufacturer narrative:
(B)(4). Batch # m92j70. The device was received in good visual condition. Upon inspection under magnification of the upper jaw it was noted that the teeth were bent, this resulted in a short with the electrode and a ¿reposition jaws and reactivate¿ alert screen when the jaws were fully or partially closed. Due to the condition of the device not all functional testing could be performed. The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. A probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cystectomy procedure, no function after a few time, display showed replace instrument. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.